Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "the customer needs fse to call him asap to get the alarms reset on the devices so he can place them back into service. Delay in therapy:yes. Need for medical intervention:no. Patient involvement: yes. "